Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the plunger tip of the delivery system "was stuck at the wound and could not be withdrawn from the wound after the lens was inserted in the pt's eye". The incision was enlarged to withdraw the plunger which caused the capsule to rupture. A vitrectomy was performed and the iol was removed and replaced. One day postoperatively, mild vitreous opacity and mild corneal edema were observed. The pt remained hospitalized for three days. In a follow-up, it was reported that the event have resolved.

Manufacturer narrative:
The product was returned for analysis. The plunger had been fully deployed. The finger on the plunger was extended through a crack in the tip. The crack did not go completely to the end of the tip. An unapproved viscoelastic was visible in the device. Customer indicated the use of healon which is not approved for this device. The viscosity of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or cause other unpredictable outcomes; and the damage observed to the device tip can occur if the lens is advanced too rapidly. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested and received. (B)(4).